Event description:
Patient's mother contacted dexcom territory business manager on (B)(6) 2015 to report a hypoglycemic event that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient's mother stated that the continuous glucose monitoring (cgm) system inaccurately displayed a blood glucose (bg) value of 91mg/dl compared to the bg meter value of 36mg/dl. It was reported that the patient said they felt low. Patient's mother gave the patient juice and after three to four minutes, the patient's bg level was 48mg/dl. At the time of contact, the patient was in good condition. No further event information was provided.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.